Event description:
It was reported that a piece of the tip of the device was broken off into the patient during the case. The procedure had to be changed from a arthroscopic shoulder to an open procedure.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. The complaint was confirmed, the device has a broken jaw hook. Complainant's event typically caused by applying leveraging forces. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.